Manufacturer narrative:
The subject device was returned to the user facility after the nozzle was replaced. At the present time, only the nozzle has been returned to olympus europe (oekg) and oekg is evaluating the returned nozzle. The manufacturing record of the subject device was reviewed by omsc without irregularity. The exact cause of the reported event could not be conclusively determined at this time. If important additional information is received at a later time, this report will be supplemented.

Event description:
Olympus was informed that the air/water nozzle of the subject device had a sharp edge and a patient was injured by the nozzle during an upper gastrointestinal endoscopy. Olympus asked the user facility for the detailed information, but no information other than the above has been provided.